Event description:
A police first responder responded to a person described as in cardiac arrest. The device was connected to the pt and powered on but, according to the reporter, it alarmed connect electrodes and would not allow the operator to analyze the pt's ECG. The report further stated that electrodes were replaced, connections checked and power cycled but the connect electrodes alarm continued. A backup "AED" arrived and was connected to the electrodes on the pt and operated properly. A countershock was administered but the pt was not resuscitated. The reporter stated the pt's death was not caused or contributed to by the device's alleged malfunction because a backup device was immediately used and the pt did not appear viable.